Event description:
It was reported that the patient presented with a wound in the neck at the electrode area. It was reported that the patient scratched the area overnight and the wound was caused. It was reported that the patient was given antibiotics to treat the infection. It was reported that it is believed that the patient scratching the neck area caused the infection; however, it is uncertain. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.